Manufacturer narrative:
Findings: unit powered up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without any prior low battery alarm. The customer¿s blood glucose level was 132mg/dl at the time of the incident. The customer reported that they had to change the battery almost hourly and batteries do not last longer than a day. The customer has noticed it over the last few months. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. The customer¿s current blood glucose was 132mg/dl. Alarm history showed insert battery and replace battery now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.